Manufacturer narrative:
H3: the device was received for evaluation; however, the lot number was not provided. Visual inspection identified a bent cannula, and the returned components appeared to have been used, with no other anomalies observed. Functional testing was performed using a hydrostatic pressure pump, and free flow was observed during occlusion testing. Based on the complaint details and returned sample, the complaint of an occlusion/line block alarm was confirmed. The root cause could not be determined.

Event description:
The device was returned as it was reported that the cds called in to request a replacement cleo 90 infusion set after receiving a ¿line blocked¿ alarm during training. According to the cds, the pwd inserted the infusion set and shortly afterward received a line blocked alarm. The event occurred while in use with patient. There was no patient injury. The results of the investigation confirmed that the device had a bent cannula which occluded the device.